Event description:
Since implantation of vns model #101; pt. Reports that device self activates whenever they are near a magnetic field, ie cell phone; pt. Has complaints of chest pain, neck pain, choking sensation. Device was tested and it was reported that device was working fine. Currently the device is off, however, pt. Claims that the device activates by itself when near a magnetic field. Pt previously had a model 100, and reports having no problems with that model. This is the 2nd model 101 and pt has had same problems with 1st and 2nd model #101. Pt reports they still continue to have surgeries with the model #101. Caller concerned that changes were made to new model that compromised its effectiveness.